Manufacturer narrative:
At the time of this report, the manufacturer's investigation into the reported event is ongoing.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, the device alarmed for a critical delivery fault. According to the hospital report, the device was being prepared for patient transport. When the device was connected to the ventilator, it immediately generated the critical delivery fault alarm. No patient harm or lasting adverse effects were reported. Ventilator mode and settings: transport ventilator.